Event description:
The device has been explanted and showed "no rupture."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported dense glandular tissue, peri breast implant minimal fluid, microcalcifications, headaches, dizziness, fibromyalgia, and pain in the right breast, device remains implanted. Events of fibromyalgia, fatigue, headache, and dizziness were evaluated by a healthcare professional and deemed not related to the device.